Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the pump settings needed to be adjusted. Customer addressed bg via glucose tablets. Recommendation was made to discuss diabetes management with customer's healthcare professional.